Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-apr-2018 with the following findings: review of the black box data revealed loss of prime warning (162) due to low non-zero force. A battery cap was not returned with the pump for investigation. A test cap was used to complete investigation. On investigation the pump powered on normally and ez-prime steps were successfully completed without loss of prime warning. The pump was exercised for 24 hours without any errors, alarms or warnings. Investigation did not duplicate the complaint.